Event description:
It was reported that on (B)(6) 2008 the patient presented with intractable back pain radiating into the bilateral lower extremities ( onset 2007) and the preoperative diagnosis of lumbar spondylosis l5-s1. The patient underwent surgery which consisted of an anterior lumbar interbody fusion with anterior instrumentation and a posterior lateral fusion with pedicle screw instrumentation. Per the op erative report ¿¿an 11 mm titanium cage with synthetic bone and infuse was placed between the endplates of l5 and s1. This was followed by a 23 mm anterior lumbar plate from spinal USA with 5.5 x 25 and 30 mm screws¿.¿ no patient complications were noted. On (B)(6) 2008 the patient underwent a post-op lumbar CT scan which showed a small amount of air l5-s1 which was presumed to be post- surgical contrast and a small seroma. Possibly an infectious process. Alignment and placement of instrumentation was good. On (B)(6) 2008 the patient was discharged from hospital. On (B)(6) 2008 the patient presented with pain radiating down the right leg to the foot. The patient also reported hearing a ¿pop¿ the day before in lumbar back and had gone to the ER. On (B)(6) 2008 the patient presented with right hip pain radiating down the leg and into the foot. The patient also stated the left hip ¿pulls¿ occasionally. There was greater trochanter tenderness to palpitation. The patient ambulated with a normal gait and station. X-rays showed excellent placement of instrumentation and bone grafts in place. On (B)(6) 2008 the patient presented with low back pain radiating down right leg, lumbar spondylosis, and greater trochanteric bursitis. The patient underwent right l5-s1 and l4-5 facet injections. On (B)(6) 2008 the patient presented with an achy pain sensation across back; intense pain in buttocks on right; and some incisional pain. There was some tenderness over the right s1 joint and right sciatic notch. The patient was continuing to utilize a bone growth stimulator. X-rays of the lumbar spine showed good alignment and instrumentation in good placement. On (B)(6) 2008 the patient underwent a lumbar spine xr myelogram which showed hardware in expected position; alignment normal; no abnormalities reported. On (B)(6) 2008 the patient presented low back and right hip pain and underwent a lumbar spine CT which showed normal alignment and good hardware placement and uncomplicated fusions at l5-s1. On (B)(6) 2008 the patient presented with low back pain radiating down the bilateral legs to the knee. The patient was given a tens unit to utilize at home. On (B)(6)2008 through (B)(6) 2009 the patient underwent physical therapy which included but was not limited to ultrasound and aquatic therapy. On (B)(6) 2009 the patient presented with sacroiliitis and underwent a right s1 joint injection. On (B)(6) 2009 the patient presented with right hip, right buttock, and lower back pain with aching in both legs. On (B)(6) 2009 the patient presented with low back pain; right hip pain; tenderness over the screw sites; and screw pain creating a ¿battery-type effect¿. The patient underwent surgery which consisted of removal of posterior segmental instrumentation l5-s1 bilaterally; evaluation of the lumbar fusion; arthrodesis of facet joints and transverse processes; and placement of synthetic bone fusion at l5-s1. Fusion was confirmed as solid. There were no reported complications. On (B)(6) 2009 the patent presented normal gait and station and intermittent pain in lower extremities. The patient¿s surgical staples were removed. On (B)(6) 2009 the patient presented with right hip pain radiating down leg into the foot aggravated by lying down, walking, lifting and housework. X-rays of the lumbar spine showed lateral bone graft standing at l5-s1 which was at least partially incorporated and l5-s1 similar in appearance to interbody cage at that level. On (B)(6) 2009 the patient presented low back pain and underwent a left <(>&<)> right l4/5 joint injection and a bilateral sacroiliac joint injection. On (B)(6) 2009 the patient presented with low back pain and underwent left <(>&<)> right l4,l3 and l2 medial branch nerve blocks; bilateral l5 dorsal ramus nerve block; and a bilateral sacroiliac joint injection/ on (B)(6) 2009 the patient presented with right hip pain radiating into the sciatic notches and tenderness to palpitation along the right s1 joint and sciatic notch. On (B)(6) 2009 the patient presented with low back pain and underwent a bilateral s1 joint injection and l4-5 and l5-s1 interspinous ligament injection. On (B)(6) 2009 the patient presented with back pain very slightly less than it was prior to injections the day before. On (B)(6) 2009 the patient presented with low back pain and lower extremity aching with no alleviating factors. Occasional tingling, weakness, and numbness in feet. Axial and well as radicular pain. A MRI of the lumbar spine showed no new disc herniation. A MRI of the thoracic spine was unremarkable. On (B)(6) 2009 the patient presented with back and leg pain and underwent surgery which consisted of the permanent placement of a spinal cord generator. On (B)(6) 2009 the patient presented with back pain and lower extremity aching. On (B)(6) 2009 the patient presented with right lateral thigh pain and underwent a spinal cord stimulator adjustment. On (B)(6) 2009 the patient presented with right lateral thigh pain ¿ neuropathic in nature and new occipital headaches. The patient underwent a spinal cord stimulator adjustment. On (B)(6) 2009 the patient presented with pain and underwent a cervical spine CT which demonstrated mild low lying cerebellar tonsils without chiari I malformation. A CT head scan was also conducted which showed the appearance of an increased amount of tonsillar tissue attending foramen magnum possibly indicating chiari I malformation. A xr cervical myelogram was conducted which showed no significant canal narrowing or root sleeve cut off. Normal study. On (B)(6) 2009 the patient presented with left arm, right lower extremity, and low back pain and redness around the spinal stimulator battery site. The patient also reported that the spinal cord stimulator occasionally caused leg irritation. On (B)(6) 2009 the patient complained of cervical spine pain radiating into the upper extremities. An emg/ncv of the upper extremities was conducted and the results showed normal. On (B)(6) 2009 the patient complained of neck pain, right hip and leg pain with a popping sound in the hip. The patient also reported that the spinal cord stimulator occasionally caused leg irritation. The patient also complained of pain in the right side of back radiating into the s1 joint and hip. On (B)(6) 2009 the patient presented with low back pain, sacroiliitis, greater occipital neuralgia, and lumbar back spondylosis. The patient underwent a rightside s1 joint injection; l4-l5 and l5-s1 interspinous ligament injection; and a bilateral greater occipital nerve block. On (B)(6) 2009 the patient complained lower extremity pain and of tenderness, redness, and pain around the spinal cord generator site. On (B)(6) 2009 the patient presented with thinning underneath the skin where the spinal cord stimulator pulse generator had previously been placed. The generator was threatening to erode through the skin and was pressing up against the ribcage on the patient¿s right side. The patient underwent surgery which consisted of the revision of pulse generator placement with antibiotic pouch. On (B)(6) 2009 the patient presented with mild erythema posterior to the incision with mild tenderness (post op (B)(6) 2009 placement of spinal cord stimulator). On (B)(6) 2009 the patient presented with low back pain with numbness, tingling , and trouble with balance. On (B)(6) 2009 the patient presented with chronic low back pain. The patient stated they became worse since their surgery. On (B)(6) 2010 the patient was ordered a walking cane. On (B)(6) 2010 the patient presented with constant and severe low back, bilateral thighs and lower extremity pain. On (B)(6) 2010 the patient presented with low back pain, lumbar radiculitis, and post laminectomy syndrome and underwent a caudal ste roid injection. On (B)(6) 2010 the patient presented with post laminectomy syndrome and lumbar radiculitis and underwent a right side l5-s1 and s1 tr ansforaminal epidural steroid injection. On (B)(6) 2010 the patient presented with constant low back pain and right lower extremity pain n- down the right buttock, with pain stopping at the knee. She was ambulating with a cane, on (B)(6) 2010 the patient presented with lumbar spondylosis and post laminectomy syndrome and underwent a right side l2, l3, and l4 medial branch nerve block and right side l5 dorsal ramus nerve block. On (B)(6) 2010 the patient presented with lumbar spondylosis and post laminectomy syndrome and underwent a right side l2, l3, and l4 medial branch nerve and l5 dorsal ramus nerve radiofrequency thermocoagulation neurotomy. On (B)(6) 2010 the patient presented with low back pain; intermittent upper right thigh pain; and the return of lower extremity radicular pain. The patient also complained that recently the spinal cord stimulator was not working appropriately. On (B)(6) 2011 the patient presented with low back pain worse with activity. There was also some subcutaneous fibrous tissues overlaying the posterior aspect of the right iliac crest that reproduced a significant amount of the patients pain on (B)(6) 2011 the patient presented with low back pain aggravated by activity and nausea secondary to medication. The patient also presented with moderate to exquisite tenderness over the right posterior medial iliac crest and also a very tender subcutaneous fibrous tissue at the superior cluneal nerve that reproduced the pain. Assessment: sacroiliac joint pain, major depressive disorder; chronic pain syndrome; nerve disease; neuropathy; post laminectomy ; spondylosis without myelopathy . On (B)(6) 2011 the patient presented with lumbar pain, lumbar spondylosis, and lumbar enthesopathy. The patient received a right side superior cluneal nerve block and iliolumbar ligament injection. On (B)(6) 2011 the patient presented with low back, right hip, right groin, and anterior leg pain aggravated with activity. Assessment: sacroiliac joint pain, major depressive disorder; chronic pain syndrome; nerve disease; neuropathy; post laminectomy ; spondylosis without myelopathy. On (B)(6) 2011 the patient presented with low back pain and right posterior hip pain radiating down leg and tenderness at the lumbosacral junction, worse on the right side. The pain was described as stabbing, aching, and throbbing. The patient had an antalgic gait. Assessment of major depressive disorder; chronic pain syndrome; nerve disease; neuropathy; post laminectomy syndrome. On (B)(6) 2011 the patient presented with low back pain; lumbar spondylosis and s1 joint pain and received a right sacroiliac joint injection. On (B)(6) 2011 the patient presented with lumbar spondylosis and lumbar post laminectomy syndrome. The patient received a caudal epidural steroid injection. On (B)(6) 2011 the patient presented with pain and underwent a lumbar spine CT which indicated mild to moderate lumbar spondylosis l5-s1 and mild disc bulging at other levels. On (B)(6) 2011 the patient presented with constant lower back pain into right hip and right lower extremities. Pain was describes as aching and stabbing. The patient reported relief in bottom of feet and ankles from a previous caudal injection. Assessment of major depressive disorder; chronic pain syndrome; nerve disease; neuropathy; post laminectomy syndrome. On (B)(6) 2011 the patient presented with lumbar spondylosis and lumbar post laminectomy syndrome. The patient received a bilateral l3 and l4 lumbar medial branch nerve block. On (B)(6) 2011 the patient presented with persistent lower back pain radiating into the right hip and right lower extremities. The pain was described as aching. The patient also presented with moderate to exquisite tenderness with deep palpitation at the lumbosacral junction on the right side overlaying the l5/s1 facet joint. There was also tenderness over the posterior medial superior aspect of the iliac crest at the site of the iliolumbar ligament and/or superior cluneal nerve. The patient reported no relief received from a (B)(6) 2011 bilateral l3/4 injection. There was a note to reprogram the stimulator. Assessment: major depressive disorder; chronic pain syndrome; nerve disease; neuropathy; post laminectomy. On (B)(6) 2011 the patient was positive for cannabinoids.

Manufacturer narrative:
Additional information: review of radiographic images found as follows: (B)(6) 2008, lumbar x-rays lumbar spine series (4 views) shows a normal appearing lumbar spine. There is mild narrowing at l5 with early sclerosis of the endplates at this level. Otherwise no facet or disc degeneration, fracture etc. Bone quality appears good on (B)(6) 2008 ,lumbar MRI sagittal and axial t1 and t2 images are reviewed. These show a central hnp at l5 that is eccentric to the right with some deviation of the s1 root dorsally by the fragment. No central stenosis is created. All other levels appear normal. On (B)(6) 2008, lumbar CT 360 fusion at l5 has been performed. There are pedicle screws spanning l5/s1 bilaterally as well as a quad plate anteriorly. Staples are still in place suggesting an immediate postoperative film. The l5 disc is filled with a large peek spacer p laced anteriorly. Disc herniation is no longer apparent. On (B)(6) 2008, pa and lateral chest x-ray normal appearing film. No implants are seen. Cardiac shadow and bony anatomy are intact and normal. On (B)(6) 2008, inter-operative c-arm lumbar fluoroscopy film of 360 degree fusion with posterior pedicle screws spanning l5/s1, anterior peek spacer and anterior quad plate and 4 screws. On (B)(6) 2008, lumbar CT bone and soft tissue windows are reviewed. There is a well fused alif at l5/s1 supported by metallic anterior cage, plate and 4 screws along with posterior pedicle screws and rods spanning l5 and s1. There is no evidence of stenosis or complication on these studies. No posterior or posterolateral fusion is evident. Screw position is optimal. Anterior plate stands just a bit proud. On (B)(6) 2010, CT angiogram no comment (B)(6) 2010 chest x-ray pa and lateral views show normal chest film with normal cardiac relationships and normal bony anatomy. Surgical spinal stim lead is present again at t8/9. On (B)(6) 2010, CT abdomen and pelvis no spinal issues are apparent. The spinal stim connections are evident dorsally on the right and the generator is seen in the right lower quadrant, subcutaneous on the right ventrally. On (B)(6) 2011, pelvis and hip x-rays ap pelvis shows anterior quad plate across l5/s1 and the spinal stim generator in the right abdomen at the level of the pelvic brim. Hips, sacroiliac and pubis appear normal. Lateral view of the hip is also presented and appears normal. On (B)(6) 2011, chest x-rays view again shows spinal stim lead at t7/8. Film is otherwise normal. On (B)(6) 2011, lumbar CT scout shows the stimulator in place as well as the anterior lumbosacral plate. The posterior pedicle screws have been removed. Posterolateral fusion bone is evident at l5/s1 although fusion continuity is not seen on the scout film. Axial cuts show a solid alif but absence of fusion posteriorly. No stenosis is seen. On (B)(6) 2012, chest x-ray some increase in hilar markings is evident on this film, however the lung fields and cardiac shadow appear fine. Surgical spine lead is unchanged. On (B)(6) 2013, chest xray pa film shows surgical spinal stimulator lead positioned at about t8/9. The lead trails off the caudal film presumably to the generator. Laminectomy for insertion appears to be at t9/10. On (B)(6) 2013 ,chest x-ray another pa film with cardiac leads in place spinal stim lead remains. No clear infiltrates are seen.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2008, the patient underwent xr lumbar myelogram due to low back pain with right hip pain post-op per medical record "hardware related to anterior and posterior fusions at l5-s1 appears in expected position. Alignment at l5-s1 is normal. There is no canal stenosis. Hardware somewhat obscures evaluation of the nerve roots. No nerve root amputation can be seen at this level. The upper 4 lumbar levels appear entirely normal. Canal is widely patent. Nerve roots fill normally. Alignment is normal at all levels." (B)(6) 2009 patient presented with complaints of low back pain radiating into her right hip into both legs which is aggravated by increased activity and standing too long patient underwent removal of bilateral posterior pedicle screw instrumentation at the bases of the facet joint and transverse processes and placement of synthetic bone dowel at l5-s1. (B)(6) 2009 patient presents to the hospital post-op removal of pedicle screw instrumentation at the bases of the facet joint and transverse processes and placement of synthetic bone dowel at l5-s1 with complaints of low back pain and lower extremity aching in which she states is constant. (B)(6) 2009 patient presented for a xr myelogram cervical exam which indicated no significant canal narrowing or root sleeve cut off. No other extradural or intradural filling defects are seen and spinal cord appears unremarkable. (B)(6) 2013 per progress note patient admits to taking large amounts of medication but denies suicide attempts. (B)(6) 2013 per medical record patient was referred to hospital psychiatric unit from another facility where she was taken after overdosing (patient voided 600cc) on medication for safety reasons. There was no mention of rhbmp-2/acs in the medical records provided.

Event description:
It was reported that on (B)(6) 2008, the patient underwent anterior lumbar interbody fusion at l5/s1 with pedicle screws. The products used in the surgery include rhbmp-2/acs, vertiflex screws, rods, caps and alif cages.

Manufacturer narrative:
Review of radiographic imaging found as follows: (B)(6) 2008 chest x-ray appears to show normal lung fields and cardiac shadow. Boston scientific spinal stimulator surgical lead is seen between t8 and t9. (B)(6) 2008 lumbar x-ray series appears normal. No disc space narrowing is seen except at l5/s1 where changes are mild. (B)(6) 2008 lumbar MRI desiccation of l5 disc with midline bulge. Conus is at l1. No canal stenosis is seen. Films are presurgical. Axial views show central and right paracentral subannular protrusion compressing the right s1 root. (B)(6) 2008 ap thoracolumbar films shows a 360 degree fusion has been performed with anterior interdiscal cage, anterior plate and bilateral l5/s1 pedicle screws and rods. CT lumbar shows spinal implants as discussed above with metal artifact obscuring much of the anatomic structures. Disc protrusion appears to have been removed and s1 roots are not incumbered. (B)(6) 2010 CT angiogram chest performed. Pertinent spinal findings include spinal stimulator lead mentioned above in satisfactory dorsal position. Ap chest x-ray again shows normal chest film with the exception of the spinal stimulator lead. Venous doppler study no spinal findings (B)(6) 2010 CT abdomen and pelvis with contrast shows spinal stimulator lead, wire to the generator in lower right abdomen. Pedicle screws have been removed, anterior plate, screws and spacer at l5/s1 remain. No other intra abdominal pathology appreciated. (B)(6) 2011 x-rays pelvis and hip show retained anterior plate spanning l5, developing posterolateral fusion bone at l5/s1, spinal stimulator generator/battery in right abdomen, normal si and hip joints. (B)(6) 2011 lumbar CT reveals solid fusion across l5/s1 with anterior plate, screws and interbody spacer intact. Fusion bone within the cage traverses from l5 to s1. (B)(6) 2012 chest x-ray cutaneous chest leads in place throughout. Spinal stim lead still in place. No lung field or cardiac shadow anomalies.

Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.